Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid lad during the index procedure. It is reported the patient suffered a gastrointestinal bleed approximately 25 months post the index procedure. The patient received a transfusion and is reported to have recovered with treatment. The investigator has indicated the event was not related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure(hemorrhage). (B)(4).